Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, images and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022). Device pending return.

Event description:
It was reported that during a stent placement through left popliteal, the device allegedly failed to expand in the distal end. There was no reported patient injury.

Event description:
It was reported that during a stent placement in the iliofemoral veins through popliteal access, the device allegedly failed to expand from the catheter initially at one spot. The stent finally opened upon twisting the system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample has been returned to the manufacturer for evaluation. Images and video were provided for review. The condition of the returned catheter sample, and the images provided confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway and shifting upon removal. The provided images demonstrated hourglass like deformation in the area of the silicone brake which further confirmed the expansion issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant labeling for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2022), g3. H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.